Event description:
Excessive force was used for the insertion of the cephalic screw, it was noticeable that it did not slide well inside the nail. It was checked that everything was well connected. Nail and screw was disassembled and reassembled outside, it continued to rub against the cephalic screw when passing inside of the nail. A new nail and screw was used at the end. There was a delay of 1 hour during the procedure.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed, since the returned device was found to be fully functional and conforming to specifications. The device inspection revealed the following the received device overall appears to be in an alright state. With a closer look at the lag screw hole, heavy stress marks are visible inside the bore which was caused by the use of excessive force during the insertion of the lag screw. Functional test was performed with the reported lag screw and nail, in which no insertion problem was observed, and the lag screw could be locked as required. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to a user related issue since the device is found to be fully functional during the inspection. If any additional information is provided, the investigation will be reassessed.

Event description:
Excessive force was used for the insertion of the cephalic screw, it was noticeable that it did not slide well inside the nail. It was checked that everything was well connected. Nail and screw was disassembled and reassembled outside, it continued to rub against the cephalic screw when passing inside of the nail. A new nail and screw was used at the end. There was a delay of 1 hour during the procedure.